Event description:
It was reported that the patient¿s burr hole cover was exposed. The site appeared infected. The patient reports a hard fall several months prior. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead and burr hole cover were explanted.

Manufacturer narrative:
Date of event is estimated.